Manufacturer narrative:
H3, h6) software data was received for analysis. The system log captured a graphics processing unit crash (gpu) on the date of the issue. After the crash, the system was hard rebooted and no further gpu crashes were observed or other abnormalities. Previously reported code, b01, is applicable as well as newly reported codes, c10, and d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a case the system became unresponsive multiple times even after rebooting the system. Medtronic imaging and navigation were aborted. There was less than a 1 hour delay and no reported impact to patient outcome. There was conflicting information, the source material stated that surgery was rescheduled and also that it was not aborted. Follow up has been conducted to confirm.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The computer and ssd were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 no parts have been returned for analysis. B17 c20 d15 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: computer 9735764 nav with pcoip s8 svc ssd 9736411r 2.5in s8 os 2.0.x duped rfb cmptr 9736403r pcoip upgrd kit s8 rfb sw kit 9735737 stealth s8 cranial I/o 9735817 panel assy-singl cart s8 svc I/o 9735817 panel assy-singl cart s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: concomitant medical product 9736403r lot #: 2406f02983 concomitant product 9735764 lot #: 1824c00780 concomitant product 9736411r lot #: s5jonrona05251z concomitant product 9735737 software version #: 2.1.0-52 h2, h3, h6: the returned ssd was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. The returned computer (lot #: 2406f02983) was analyzed. No failures were found. The returned computer (lot #: 1824c00780) was analyzed. The video capture card fail to produce a picolo image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.